Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 240 mg/dl also insulin pump had partial display. The customer¿s blood glucose was over 330 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by manual injection and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering because insulin pump not delivering insulin. The customer did not noticed air bubble and leak in both reservoir and infusion set. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.